Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex tpe2000 set, the line between the venous pot and the return pressure sensor suddenly broke. Treatment was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 . H10: the actual device was not available; however, photographs of the sample was provided for evaluation. The visual inspection of the provided photo observed that the return line was broken off the deaeration chamber. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.